Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed the bottom cover was severely dented. In addition, the electrode was severed near the fantail and array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection revealed loose electrical components. System lock could not be obtained at any spacing. The no lock condition and the condition of the hybrid prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed cracks along the hybrid and disturbed bond wires at some of the pins. In addition, damage on the hybrid was observed at the feedthru wall near the pins. This is not believed to be related to the return reason. The scanning electron microscopy analysis revealed cracked conductive epoxy at some of the feedthru pin connections. The impedance measurement across these connections did not reveal any increased impedances. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with a dented bottom cover, multiple cracks along the hybrid, and dislodged electrical components. A corrective action has been initiated. In addition, damage on the hybrid was observed at some of the feedthru wall near some pins. This is not believed to be related to the return reason. A corrective action has been initiated. This is the final report.

Event description:
The pt reportedly experienced a fall and hit the implant site. The pt experienced sound quality issues followed by loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.